Manufacturer narrative:
No unresponsive buttons noted. All buttons function properly. No moisture damage or corroded keypad traces noted. Unit had minor scratched lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that her child's insulin pump keypad buttons are not responsive and the bolus button does not work. Child's blood glucose was 180 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.